Manufacturer narrative:
(B)(4) date sent: 9/9/2016. Batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that at the end of a laparoscopic gastric sleeve procedure, on the fifth or sixth firing the middle staples did not deploy. Some of the staples on the inside row of the cartridge were sticking straight out. The staples that were deployed into the tissue all appeared to look good. The procedure was completed by oversewing the staple line with suture. There was no patient consequence.

Manufacturer narrative:
(B)(4). Date sent: 10/10/2016. Batch # n5535e. The analysis found that one plee60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.